Manufacturer narrative:
(B)(4). The perclose a-t device, referenced is filed under a separate medwatch manufacturer report reference number. Evaluation summary: analysis was performed on the returned device. The needle to cuff miss was confirmed as a anterior needle to cuff detachment. In addition, analysis found one anterior cuff tab was detached and not returned with the device. Cuff tabs measure one one-hundredth (0.01) of an inch square. Due to the extremely small size, a missing cuff tab is not visible without magnification and would not be noted by the user. Although it was reported that a cuff miss occurred, the event is classified and analyzed as a suture retrieval issue as the difference between the two failure modes is often not discernable to the user. The reported needle to cuff miss/ suture retrieval issue and subsequent treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using a perclose at device with a 6fr sheath, after a diagnostic procedure. Reportedly, when advancing the knot of the perclose a-t device, the suture broke. A proglide device was used and a cuff miss occurred. A non-abbott device was used to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be in-training in the use of the perclose a-t and the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.